Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case and right plunger case were cracked. A review of the event history log was unable to retrieve due to power up issue. During functional testing the reported issue was duplicated. The root cause was a result of the customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main printed circuit (pc) board and performed power up process and device passed self test.

Event description:
It was reported that the pump does not turn on. No patient injury or involvement were reported.